Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
Additional information: d4: additional device information: certain fields have been updated based on new information. Section e: certain fields have been entered based on new information. H4: device manufacture date: date has been updated based on new information.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.